Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a cat scan with insulin pump still connected. Customer reported of not receiving any alarms but does not believe that enough insulin is being received. Customer's blood glucose was 413 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of high blood glucose; customer had dry mouth. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Insulin pump passed self-test. Customer would call back when at home to perform high pressure test. Customer was advised to monitor insulin pump.